Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon, hub and lumen. There were numerous kinks in the hypotube. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a circumferential burst, 10mm from the tip of the device and 2mm across. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination of the tip and proximal bond found no irregularities or defects. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-00434. It was reported that balloon rupture occurred. Two 2.25mmx12mm nc emerge balloon catheters ruptured during inflation. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2016-00434. It was reported that balloon rupture occurred. Two 2.25mmx12mm nc emerge® balloon catheters ruptured during inflation. No patient complications were reported.